Event description:
It was reported that a patient underwent a sling procedure in 2011. The patient experienced residual urine with recurrent cystitis. The patient underwent a procedure to have the sling clipped. The patient experienced a recurrence of stress incontinence. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.